Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. (B)(4). This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2017-00232 and 2084725-2017-00233.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. ¿ per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis by lot number was reviewed from 10/21/2016 to 04/19/2017 and trending was not exceeded. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." ¿ the product was not returned; therefore, no visual analysis was performed. ¿ retains testing was not performed since the sterrad 100s received corrective maintenance to resolve the ci color issue. ¿ the concomitant sterrad® 100s was tested by a field service engineer. The field service engineer tested the unit and resolved the pressure out of range issue and color indicator issue by calibrating the baratron(s) and cleaning the door assembly. The unit was brought back to specifications after service. The most likely assignable cause of the issue was due to the sterrad unit as the issue was resolved after the field service engineer completed corrective maintenance for the ci color issue. The issue will continue to be tracked and trended.